Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit, and the initial visual inspection of the iabp revealed that the fiber optic sensor extension cable was damaged. Further troubleshooting revealed fault code #53 had 42 occurrences. To fix the issue, the fse replaced the fiber optic sensor extension cable assembly and fiber optic assembly. The fse then performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, during set up, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic module failure. There was no patient involvement, and no adverse event reported.